Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9073724. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the damage observed in the returned sample triggered a review of our manufacturing process. It was determined by our quality engineers that the location of the wound could not have been affected by any of the mechanized manufacturing station. Based on this information, the root cause for this complaint could not be associated with the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system 24g x 0.75 in. W/q-syte¿ there was leaking at the yellow y-shaped junction after successful puncture. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: "head nurse found that the extension tube was found to be leaking at the yellow y-type junction after the puncture success."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system 24g x 0.75 in. W/q-syte¿ there was leaking at the yellow y-shaped junction after successful puncture. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: "head nurse found that the extension tube was found to be leaking at the yellow y-type junction after the puncture success."